Event description:
This notification was opened for review for information received that remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation inside the blower kit. Additionally, there was contamination found from dust. Lastly, the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.